Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer confirmed insulin delivery would be resumed. Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.